Event description:
The patient reportedly experienced loss of sound during use of his cochlear device. External equipment has been exchanged. Device testing revealed out of range impedances. Device revision surgery will be scheduled.